Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a left hip revision surgery for a patient due to pain and elevated metal count.

Manufacturer narrative:
Corrected data: device not returned. An event regarding alleged elevated metal ion levels and pain involving a metal head was reported. The event was confirmed. Medical review confirms corrosion but not elevated metal ion levels. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that no confirmation of the stated post-operative diagnosis of ¿adverse metal reaction¿ can be made. The symptoms described could be attributed to trochanteric bursitis and the ¿corrosion¿ noted within the explanted head could have been biologic material or corrosion products unrelated to the symptoms described. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the medical review by a clinical consultant concluded : "no confirmation of the stated post-operative diagnosis of ¿adverse metal reaction¿ can be made. The symptoms described could be attributed to trochanteric bursitis and the ¿corrosion¿ noted within the explanted head could have been biologic material or corrosion products unrelated to the symptoms described." No further investigation is required at this time, if further information becomes available, this investigation will be re-opened.

Event description:
Sales rep reported a left hip revision surgery for a patient due to pain and elevated metal count.